Manufacturer narrative:
(B)(4). The device was disposed of and will not be returned. Batch # unk. Additional information requested: please provide a product code and lot/batch number. On which firing did this occur? How was the device removed from the patient tissue? How was the procedure completed?

Event description:
It was reported by the rep that during a low anterior resection procedure the surgeon had trouble getting the device to release after it was fired. It is unknown how the procedure was completed. There was a 5 minute delay in the procedure. There was no adverse impact to the patient. The patient was stable following the procedure. The device was discarded.